Event description:
The reporter stated a 12.6mm micl 12.6 implantable collamer lens was removed from the lens vial and a red dot was noted on the lens. The technician attempted to remove the dot but it would not come off. The lens was not used and there was no patient contact. The backup lens was implanted.

Manufacturer narrative:
(B)(4). Evaluation: method: work order search, device history record review. Results: a lens work order search was performed and no similar complaints were found within the work order. A review of the device history record was performed and nothing was found in the manufacturing, sterilization and packaging processes of this lens that was the root cause of the complaint. Conclusions (no conclusion can be drawn): based on the complaint history, work order search and device history record review, a specific root cause of the event could not be determined. Claim # (B)(4).

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found no visible damage to the lens. A red spot/particle was noted on the lens surface. The lens was returned in liquid. A red flake in the designated area of the lens was analyzed and it was determined it was most likely to have originated from nail polish. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).